Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission alerts indicated that the pacemaker exhibited ventricular noise oversensing and low r waves sensing resulted in a sensing safety margin of <2:1. No changes or intervention were reported; the pacemaker will continue to be monitored. The patient was in stable condition.